Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a screw head had fractured intraopertively. There was no medical intervention, delay in surgery, or adverse consequences reported for this event.

Manufacturer narrative:
The reported event could be confirmed. In the related ti 5103/18, it was stated that: "one bone screw, cross-pin, 2.0xxxmm broken during surgery, was returned in order to de-termine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The (measurable) dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rup-ture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation.¿ further information was requested in order to gain more insight in the reported event. The lot number of the screw could not be provided. However, the sales representative has responded to the follow-up inquiry that the screw in question could be a 50-20416 or a 50-20414. Due to this information, product details (e.g. Catalog number) were updated in echs. Further, the surgeon has used the following devices with the screw in question: blade 62-20130 which is intended to be used for 2.0/2.3mm screws. Drill 60-16526 is meant to be used for screw length of up to 20mm. Therefore, both the blade and the drill are appropriate to be used with the screw in question. No corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that a screw head had fractured intraopertively. There was no medical intervention, delay in surgery, or adverse consequences reported for this event.